Manufacturer narrative:
The following elements have blank data.

Event description:
Getinge/maquet 1133.22f5 (alphamaxx) surgical table: the table moved into extreme trendelenburg position without anyone operating the remote control.

Event description:
Getinge/maquet 1133.22f5(alphamaxx)surgical table: the table moved into extreme trendelenburg position without anyone operating the remote control.